Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2019 and (B)(6) 2019. If explanted, give date: not applicable, as lens remains implanted. (B)(4). Device evaluation: as the product was not returned for the evaluation, the complaint nor a product deficiency could be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found related to the complaint issue reported. There was no discrepancy found during the review. The sterilization records for this lot were reviewed and no deviations were found that could affect the sterility of the device. The product was processed according to requirements and met the specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor noticed that four (4) patients had increased inflammation post-op. The doctor stated he was thinking it was due to toxic anterior segment syndrome (tass). The doctor did his own due diligence to see if there was a trend. He reviewed the surgeries to include any procedural changes, product changes or operating room changes. Nothing was found to be different. Lab cultures were not performed, nor any testing for tass. The patients had increased inflammation that did not subside, and a patient also had corneal edema. The doctor treated the patients with increased post-op medication with a change in dosage from the usual frequently to every hour instead. Patients were prescribed ofloxacin (antibiotic), prednisolone, and ketorolac (combination antibiotic, anti-inflammatory and steroid). The doctor noticed the patient¿s symptoms were subsiding. No plan to remove any of the lenses and thus far, all patients were ok. This MDR report pertains to the first of four events. A separate report will be submitted for the other lenses.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.